Manufacturer narrative:
This is 3 of 5 MDR reports submitted for this literature article.

Event description:
An article published in the world journal of urology detailed the results of a retrospective study examining the effects of laser therapy compared to bipolar transurethral prostate restriction in the treatment of benign prostatic hyperplasia. 53 men were treated with greenlight laser between 2009 to 2011. The article reported that 14 patients treated with greenlight laser suffered urinary irritative symptoms (sense of urgency, increased frequency, nocturia and urine leakage) that manifested as urine leakage after valsalva maneuvers (drip or greater escape). In addition, 2 patients had urinary irritative symptoms and retrograde ejaculation; 1 patient had urinary irritative symptoms and strangury and 2 patients had urinary irritative symptoms requiring surgery. No further information is available. This report is for 1 irrative symptoms with strangury